Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned for investigation. Hematoma: the impella was weaned in the lab and removed without difficulty. Groin closed with perclose. Hematoma was noted just proximal to impella insertion site. Performed an up and over balloon treatment for hemostasis. The cause of hematoma is determined to be patient condition because the patient had very large femoral arteries. Device history review: device passed all post sterile inspection checks.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Near the conclusion of the case, a hematoma was noted just proximal to impella insertion site. The physician completed the procedure and then addressed the hematoma. Impella was removed. The physician got access to the left femoral artery and used an up and over tamponade technique along with manual pressure to control hematoma. Upon completion of intervention, the hematoma was improved with just a small area of ecchymosis left. The patient remained stable throughout the case and into recovery area.

Manufacturer narrative:
D4: the UDI and sn of the device is unknown. The manufacturing date is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿